Event description:
The user facility reported that during a tympanoplasty, the tip of the device broke off. The physician noticed this when the device was about to be used a second time during the same procedure. A thorough visual inspection was performed and the tip was not found. It was noted that the tip was too small and made of a non-ferromagnetic material which cannot be detected by x-ray. The physician did not know the tip broke off in the patient's ear or came off when transferring the instrument back to the scrub nurse or during the cleaning process. It was noted that the physician was irrigating the ear throughout the case and it was felt that the tip could have been suctioned up. The procedure was completed and the patient was doing well. The current status is unknown.

Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information, or if the device is received at a later time, this report will be supplemented.